Event description:
Customer alleged obtaining the following discrepant blood glucose results over the past several days on the aviva sys back to back with a professional meter when testing was performed in less than 10 mins: 463 mg/dl, 122 mg/dl; 465 mg/dl, 200 mg/dl; 468 mg/dl, 190 mg/dl. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment rec'd. A request was made for the return of the suspect device and replacement prod was sent.